Event description:
Boston scientific received information that this lead had fractured just above the suture sleeve and had to be explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.